Event description:
It was reported that during central processing, it was observed that the plastic was burned on the side of the fenestrated bipolar forceps instrument's jaw. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the scrub technician inspected the instrument before handing it to the surgeon and they did not see anything wrong. The thermal damage was first observed in the sterile processing department. The surgeon is not sure what caused the damage. The instrument was not involved in any collision and arcing was not seen during the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.